Manufacturer narrative:
Review of proc ID # (B)(6) video and frame by frame shows patient movement during the capsulotomy. The patient's eye pulls away from the system. This would lend itself to a partial breakthrough on the capsulotomy and may have caused a partial attachment resulting in a potential anterior tear during capsule button removal. Surgeon has the ability to pause treatment during patient movement and resume when the patient is stable. System functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, doctor (B)(6) reported to cas that on (B)(6) 2025, they experienced a small superior tear in the capsule during procedure ID# (B)(6).